Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels; however, no specific values or event dates were provided. Reportedly, customer consulted with their health care provider who recommended changing their infusion set types from t:90 to inset 30. No additional information was provided on the reported event.